Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized four times due to hypoglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer was declined troubleshooting for low blood glucose. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer's doctor stated that system was not compatible for her. The device will not be returned for analysis.